Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system shortly after initiation, with the lowest blood glucose of 63 mg/dl and device alerts for low glucose occurring during approximately one hour of low readings; the patient used an inset 23", 6 mm infusion set and received troubleshooting and education, including potential causes of low glucose and guidance to follow healthcare provider recommendations. Symptoms included hypoglycemia without loss of consciousness or other immediate health effects. Outcomes included self-treatment with oral carbohydrate (chocolate), no need for assistance, and no medical intervention or hospitalization. Investigation included complaint handling with user education and review for device-related issues. Investigation of this case revealed no device malfunction identified and cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.